Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. No scroll bar/ramping numbers without button press noted. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump had a cracked on reservoir tube and lip, cracked reservoir tube window and cracked on battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and frozen screen. The blood glucose at the time of the incident was 215 mg/dl. The customer states when they attempt to bolus the numbers ramping; scrolling; then the display would freeze. During troubleshooting the pump alarmed button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.